Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge the battery properly a year ago, and the ipg was not holding a charge for a very long time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.